Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2011 and mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with removal of cervix due to stress urinary incontinence and bladder prolapse. The patient experienced pain, infection, urinary/bowel problems, recurrence, dyspareunia and having to use a catheter. (B)(4).

Manufacturer narrative:
It was reported that following insertion the patient experienced urinary leakage, nocturia and occasional urinary urgency. (B)(4).

Event description:
It was reported that following insertion the patient experienced urinary leakage, nocturia and occasional urinary urgency.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.this is one of two medwatches being submitted. See also medwatch 2210968-2012-08418. The same patient is represented in each medwatch.(B)(4).

Manufacturer narrative:
Date sent to FDA: 07/26/2017. Patient codes: (B)(4) urinary frequency, (B)(4) burning sensation. It was reported that following insertion the patient experienced urinary frequency and burning sensation.